Manufacturer narrative:
One device was returned for evaluation. Visual inspection of the device found it to have a damaged air detector. Review of the event history log found a high pressure alarm displayed, confirming the reported customer complaint. The error was noted to a result o the communication module not sitting tightly. This problem source has been determined to be manufacturing.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical administration set was implicated in this issue. The customer was running a cadd-solis pump with a communication module 2131. The customer reported that the pump showed error "communication module intermittent connection". According to the pump log, the error occurred in separated occasions for 7 days. The even-log also showed the error message during a patient infusion. There were no reported adverse events for this event.